Manufacturer narrative:
A1: patient identifier: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the header on the arterial side of a polyflux 140h just after starting hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection showed the actual sample with blood content and decontamination was required prior to additional evaluation. Functional leak testing on the dialysate side was performed, and a leak was observed from a crack in the header welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the crack was determined to be related to manufacturing in which non optimal welding parameters resulted in a sub optimal welding seam. A previous nonconformance was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.